Manufacturer narrative:
(B)(4). The device history record (DHR) for intellicart system serial (B)(4) was reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using crm to query for serial (B)(4), the device was noted to have not been previously repaired by (B)(6). On (B)(6) 2017, it was reported from (B)(6) surgery center that the pump was getting hot after an hour and half and the fan was working. On (B)(6) 2017 replite was contacted about the cart and dispatched a service technician to be at the site. The technician arrived at the site and confirmed that there were reports of smoke / hot smell. The technician replaced the suction pump (part #70098 and lot code #0026580) and then verified that the evac was functioning as intended. The technician then returned the evac to service without further incident. The device was tested, inspected, and repaired. The root cause for the pump getting hot was due to a malfunctioning suction pump. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the suction pump was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the pump was getting hot after an hour and half and the fan was working. The event occurred during cleaning. No adverse events were reported as a result of this malfunction. Investigation results revealed that the technician found a burn smell from the device.